Event description:
The pt's lead was replaced due to a lead fracture. During the replacement procedure and post-operatively, the pt suffered from respiratory distress requiring prolonged hospitalization until the pt was stabilized. The pt recovered without sequela.